Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient had two mris (magnetic resonance imaging) that were related to the device and therapy. It was related that the healthcare professional (hcp) never replaced the catheter and it was just leaking into the patient¿s spine and the patient went to a different hcp who discovered the issue and replaced the catheter. No further complications were reported or anticipated.

Event description:
It was reported, the patient had a pump replacement procedure performed in (B)(6) 2014. Since the replacement, the patient felt their pain was no longer covered to the extent that it was prior to the replacement and was not getting "good pain relief". The patient was 'heading' into a catheter revision procedure because, there was an unknown catheter issue. It was noted, the healthcare professional (hcp) "went to aspirate" the catheter but was not able to. The existing pump was primed with dilaudid (0.3 ml) on the back table and the new catheter was confirmed as patent. Post surgery, the patient was doing really well and their therapy had recovered to levels better than the previous surgery. The pump medication was dilaudid, bupivacaine and clonidine but was changed to only dilaudid after the catheter revision.

Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they had their pump replaced 2 maybe 3 years ago. It was reported that the doctor didn't do a dye study and it was found out later that the catheter was 100% occluded. The patient reported they were in excruciating pain. No further complications were anticipated/reported.